Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that tissue was present in the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed and indicated a blockage in the lead lumen approximately 575 mm from the terminal end due to a bend in lead, though conductors were intact. X-ray also confirmed that the conductors were stretched, but intact.

Event description:
It was reported that this lead was an attempted implant. The original right ventricular (rv) lead was being replaced due to high thresholds. During the procedure, after positioning this lead twice, the threshold remained high. The physician elected to exchange the lead, and when removing, it was difficult to unscrew. Upon inspection there was a visible break between the anode and the cathode, and the insulation appeared to be missing. The procedure was successfully completed with a new lead of a different model and no adverse patient effects were reported. The lead was received for analysis.

Event description:
It was reported that this lead was an attempted implant. The original right ventricular (rv) lead was being replaced due to high thresholds. During the procedure, after positioning this lead twice, the threshold remained high. The physician elected to exchange the lead, and when removing, it was difficult to unscrew. Upon inspection there was a visible break between the anode and the cathode, and the insulation appeared to be missing. The procedure was successfully completed with a new lead of a different model and no adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue was present in the helix. There was a bend in the lead at approximately 575 mm from the terminal end and the insulation was pinched; however, the conductor was intact, but stretched and deformed. No fracture was observed. Deformed coils were also present at approximately 30 mm and 575 mm from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed, and a blockage was encountered at the lead bend 575 mm from the terminal end. This was confirmed with x-ray. The observed deformities were likely due to induced damage during the implant procedure.

Event description:
It was reported that this lead was an attempted implant. The original right ventricular (rv) lead was being replaced due to high thresholds. During the procedure, after positioning this lead twice, the threshold remained high. The physician elected to exchange the lead, and when removing, it was difficult to unscrew. Upon inspection there was a visible break between the anode and the cathode, and the insulation appeared to be missing. The procedure was successfully completed with a new lead of a different model and no adverse patient effects were reported. The lead is expected to be returned.